Event description:
On september 24, 2025, a report from an impulse dynamics field representative based in italy was received that an osm ipg replacement had occurred. The patient had previously been seen for an error code displayed while attempting to charge the ipg, but at the time of visit, the device could not be interrogated by ID representatives. It was then decided by the physicians to replace the patient's implanted ipg. In addition, the physicians decided that, at the same time as the ipg replacement, they would implant an ICD vr/dx. The patient has agreed to the proposed plan, and the revision procedure occurred on (B)(6) 2025. There were no complications during the procedure, and the patient has not experienced any problems post-op. The explanted ipg is expected to be received by impulse dynamics USA in marlton, nj in the coming weeks for technical analysis.